Manufacturer narrative:
The actual device involved in this incident has not been returned for evaluation and testing. We will submit a follow up report including the summary of evaluation if we receive the device.

Event description:
Per the reported information, while the doctor was performing a procedure of a tenotomy on an elbow with a tenex handpiece (tx microtip), the needle broke off at the base of the handpiece. It occurred towards the end of the procedure. There was no injury nor adverse event to the patient resulting from this incident.